Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown.

Event description:
Customer reported poor bone density resulting in fracture of labial plate when placing implant. The site was grafted and patient sent home to heal.

Manufacturer narrative:
This report is being submitted to report additional information. The reported device was returned, and the reported event was non-verifiable. X-rays were not provided. Based on the evaluation, the device malfunction did not occur. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported events. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and one (1) other complaint was identified. The reported event could not be recreated due to the nature of the dental device and events and the complaint is not related to the functional performance of the product. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.